Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient did not have any damage due to the surgical delay. At this moment, the sales rep does not know how long the surgery delay was due to the product issue. The patient involved: had no serious or permanent damage; did not have the hospitalization time prolonged; it is unknown if the patient had to be reoperated and the current health status. "What do you mean by "presented great fragility (different from usual), with sequential breaks "? Please explain". The sutures presented a "high" fragility (different from usual), with sequential breaks.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2018 and suture was used. During the surgery, the suture presented great fragility with sequential breaks and a long delay of the surgical time. To continue the procedure, the box in use was replaced by another one from the same lot, since a different lot was not available at the hospital. No adverse patient consequences were reported. Additional information was requested.